Event description:
It was reported that during a generator changeout for eri, the physician noticed that the insulation of the lead was broken at the location of insertion point of the lead into the header of the device. The exposed wires were visible. The device and lead were tested again with the explanted device and all testing was within normal limits. Physician decided to proceed with generator change and testing of the new device with lead was also within normal limits. No changes were made to the lead. The lead remains implanted. The patient was stable.